Event description:
The cement "clots" during mixing. This event did not occur during a surgical procedure;therefore, there was no adverse consequence for any patient.

Manufacturer narrative:
The results of the investigation verified the complaint. The condition observed was attributed to a coarser dispersion of barium sulfate particles in the powder component of the bone cement. Testing and analysis indicated that this is a cosmetic condition which will have no adverse effect on the mechanical properties of the bone cement. Testing verified conformance to the internal acceptance specifications. In addition, samples of cement exhibiting this condition were tested for tensile strength which was found to be within the normaly expected range for simplex p bone cement. As a results of the investigation co has adjusted the milling and blending process to result in a finer dispersion of barium sulfate particles. All current production of simplex p powder reflects this change.